Manufacturer narrative:
After hemostasis and embolization were completed, the patient came back to consciousness and made a recovery. The patient is in stable condition presently. Additional information indicated that the bleb was part of the aneurysm, and the bleb was noticed on previous angiograms. The physician commented that the event occurred, because two microcatheters, the prowler and another unknown brand were utilized to manipulate the coil. The coil was placed without a problem in the correct area/aneurysm. An adequate continuous flush was maintained through the mc at all times. The same microcatheter was utilized to complete the procedure. No procedure cd is available. No further information was available. The prowler select plus lpes microcatheter is not available for analysis and the lot number is not known; therefore a device history record review and further analysis are not possible. Arterial rupture is a known potential adverse event associated with coil embolizations as listed in the instructions for use (IFU). Arterial embolization procedures are performed in aneurysm with vessel wall weakness. The IFU recommends holding the infusion catheter body in place while the detachable coil is delivered to prevent the infusion catheter tip from moving from the intended position. Prior to detaching the embolic coil, carefully confirm that the distal ends of the infusion catheter and delivery tube are not under stress. It further warns not to use the distal tip of the infusion (micro) catheter to manipulate or reposition embolic coils previously detached in the patient's vasculature. Based on the available information and as reported, it appears that vessel/aneurysm characteristics combined with dual microcatheter manipulation of the coil appears to have contributed to the aneurysm rupture. There is no evidence of any device manufacturing or design issues that contributed to the event. Therefore, no corrective actions will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report # 1058196-2010-00164 and 1058196-2010-00165.

Event description:
The aneurysm ruptured during a coil embolization of a previously unruptured 5mm wide necked anterior communicating aneurysm. The first unknown coil was placed without incident. When the second coil, a 4 x 7 mini complex fill trufill orbit (637mf0407) was inserted in the target lesion, the prowler select lpes straight microcatheter entered into the unintended position (bleb) and the coil was detached there. Two microcatheters, the prowler and an unknown brand were used to manipulate the coil. After the coil was detached, the aneurysm ruptured. It was reported that the aneurysm ruptured because of tension. Elevation of blood pressure and decreased level of consciousness were observed, and the patient, who was under local anesthesia, complained with vomiting and headache at the time of rupture. After protamine was immediately infused to neutralize heparin, the hemorrhage was restrained by using a balloon and inserting coils within the aneurysm. As thrombus was observed on both sides of anterior communicating artery after the coil embolization, heparin and slonnon were administered.